Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The under infusion was verified. The device was tested at 333ml/hr with a vtbi of 83.2ml which yielded failing results (78.794ml / -5.2956%). No physical discrepancies were identified with the pumping mechanism. The device was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump improperly infused during therapy in the research infusion unit. Olaratumab was programmed to infuse at a rate of 333 ml/hr with a volume to be infused of a 500 ml bag. The pump delivered over 2 hours and read that the volume delivered was 640 ml. It is unknown whether the bag was overfilled by 140ml or if the device malfunctioned. There was no patient injury or medical intervention associated with this event. No additional information is available.